Event description:
It was reported that the customer had low blood glucose levels of 63 mg/dl. The customer reported seeing air bubbles in the reservoir and tubing of the insulin pump. Troubleshooting has been done in the past but the issue has been recurring. The customer requested for an insulin pump replacement. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.